Event description:
The patient was taken to surgery for open replacement of her spinal cord stimulating cervical paddle electrode. Upon interrogating and removing the electrode, the surgeon declared the electrode to be defective. The c2 level spinal cord stimulator had been implanted five years ago and provided relief from pain until the patient fell about 7 months ago. Since that time, the patient's pain had increased. The electrode was replaced and there was no patient harm. The faulty electrode was returned to the manufacturer for evaluation.======================manufacturer response for lead specialty, spinal cord stimulating system (per site reporter).======================will evaluate.what was the original intended procedure?removal and replacement of spinal cord stimulator generator.